Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic side pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("right ovarian cyst"), uterine leiomyoma ("fibroid tumor of uterus"), abdominal pain lower ("severe lower abdominal pain /severe cramping"), menstruation irregular ("irregular menses"), menorrhagia ("heavy bleeding during menses / menorrhagia") and infection ("infections"). The patient was treated with surgery (she underwent right salpingo-oophorectomy). At the time of the report, the pelvic pain, ovarian cyst, uterine leiomyoma, abdominal pain lower, menstruation irregular, menorrhagia and infection outcome was unknown. The reporter considered abdominal pain lower, infection, menorrhagia, menstruation irregular, ovarian cyst, pelvic pain and uterine leiomyoma to be related to essure (ess205). The reporter commented: on (B)(6) 2010, plaintiff underwent surgery to treat the injuries, in which, laparoscopic aspiration of ovarian cyst, right salpingo-oophorectomy, peritoneal lavage, hysteroscopy, dilation and curettage, and endometrial ablation using novasure method, was performed. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.